Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia with blood glucose value 402 mg/dl. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 398 mg/dl. The customer did not feel okay to troubleshoot. The customer felt disoriented. The insulin pump will not returned for analysis.